Event description:
Patient 38 weeks pregnant plus underwent a primary low-tranverse c-section. On-q patient pump catheter placed in incision. 2 days later when removed with light traction the tip appeared to break off. Abdominal x-ray completed but could not identify anything radiopaque.